Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reoccur, and the customer was able to successfully start their sensor session.